Event description:
During on-site service, the baxter service technician experienced a battery low alarm on a flogard infusion pump. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Initial reporter: international phone number: (B)(6). The flogard infusion pump was serviced on-site. A visual inspection was conducted with no issues found. Functional testing was performed and the battery failed the five minute testing. The cause was a low battery. The battery was replaced to resolve this issue. The pump passed all subsequent testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.